Event description:
Info received indicates the bed exit would set but not alarm.

Manufacturer narrative:
The tech found the siderail was broken which caused the cables to the sensors to break, causing intermittent function of the bed exit system. The tech replaced the siderail to repair the bed.